Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited bending section cover has whitish foreign material resembling surgical glue. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained. The event occurred during animal use. The device involved in the event is intended for human use by medical personnel. Based on the information provided, the MDR reportable event criteria is not met per 21 cfr 803.